Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During the preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device began to heat up, smoke and spark between the flexible cable and the motor rendering the device inoperable. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.